Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.

Event description:
It was reported that during the implant procedure, high, out of range, high voltage lead impedance and high, out of range, pacing lead impedance were observed. A new lead was implanted and the issue persisted. The device was replaced and the values were found to be normal. There were no adverse consequences to the patient.